Event description:
Upon explantation it was confirmed implant was not ruptured. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker iii, implant failure.

Event description:
Healthcare professional reported left side "capsular contracture baker iii", "implant failure". The reported event "patient had a positive covid test result" is not related to the device. Device remains implanted.